Event description:
The celt device was selected to close a 6f arterial puncture. Upon execution of the final step the delivery system failed to eject the implant. The deployer elected to pull the system out (implant included) and revert to manual compression. There was complication to the patient and they were discharged same day on time.